Event description:
In 2009, patient reported he has been having occlusions for the last 3 weeks. Patient stated he is getting the e4 (occlusions) while attempting to bolus. Patient reports his blood glucose levels have been elevated for 3 weeks. Patient's normal range is 100 mg/dl to 150 mg/dl. Patient reported the elevated readings have been up to 400 mg/dl and he would give a bolus and "sometimes it will bring them down and when they do not go down I get the occlusion." Patient stated when he changed his infusion site in 2009, he immediately got the e4. Patient reports he was currently having an occlusion. Patient attached a new infusion tubing and successfully primed. Educated when to change the adapter. Patient stated he only changes his tubing with every 4th or 5th headset change. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent insertion assist device; product was replaced and requested return of the suspect product for evaluation.